Event description:
It was reported that the user interface holder broke while being transported to another hospital room. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's user interface holder broke. Identification of issue has been done by analyzing problem description and photo. There was no patient involvement. The issue was decided to be reported as broken panel holder may lead to stop of ventilation (extubation) or injury. Based on technician statement, the issue occurred during transport between rooms without a patient attached. The customer received quotation for replacement of user interface holder and mount it by himself. Our conclusion into this matter is that the panel has been exposed to a mechanical force greater than it was designed to sustain. The correction of field h6 adverse event problem and evaluation codes - health effect ¿ impact codes was required. This is based on the internal evaluation. Previous health effect ¿ impact code: no health consequences or impact///2199. Corrected health effect ¿ impact code: no patient involvement///2645.